Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had sensor up and downstream issues. The logic board for check IV set error was replaced. Performed preventative maintenance and calibration. A review of the device history record for sn (B)(4) was performed from 11/16/2017 to 09/06/02019 and confirmed that this device was not previously returned for servicing and there were production failures 200255567 which do not correlate to the customer reported issue. This shall be reviewed as part of part usage trending in complaint review board. Additional comments: na additional comments 2: a review of the device history record in sap for sn 15071436 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4).